Event description:
Wheelchair is powered by 2 12-volt batteries. Battery charger plug-in modules overheat and caused skin burns to fingers when disconnecting plug. The unit overheats due to poor plug unit and improper contact. When reported to dealer, MFR stated to local dealer that they have had this problem "around the country" and that it is not unique to complainant's wheelchair. MFR stated that this problem was not due to user misuse or neglect but in fact, the defective plug units. This wheelchair is 10 mos old. MFR is going to replace plugs under warranty and state that there is no safety risk. However, complainant was burned when disconnecting plug and further believes that a fire risk exists from this excessive overheating. Complainant stated that since wheelchair users generally recharge their chairs at night, that a fire risk to home also exists. Complainant feels that MFR should issue a recall notice and replace defective parts with proper parts, not just replace parts with similar parts that have been shown to fail. Complainant stated that when repairs are made with replacement plugs that he will experience overheating within a year, and thus, have to go through all of this again.